Event description:
Two balloons ruptured on the first inflation at approx. 2-3 atmospheres during an aortic angioplasty of two extremely calcified lesions. Other balloon catheters were used to successfully complete the procedure without pt complications. The devices have not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used for an aortic dilatations as well as in extremely calcified lesions which is not-indicated use of this device. Co believes these factors contributed to this event and do not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co's directions for use state: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus."